Event description:
It was reported that the programming tablet did not work due to receiving a port error message. No known troubleshooting was performed. A replacement usb serial adapter cable was provided. The suspect tablet usb serial cable has not been received by the manufacturer. It is thought that the cable may have been discarded by the physician's office.